Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's spouse inquired if devices are part of the recall as well as inquired on the warranty for a ruptured implant. This record is for an unknown side. Device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6a

Event description:
This record is for left side. Device remains implanted.